Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/17/2016 with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 05/02/2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer was much better. The customer did not exhibit any symptoms. The customer went and spoke with her physician and was cleared. According to the customer, the physician stated she was fine at the time of her physicians appointment with no symptoms. The customer stated the result at her physicians office was 134 mg/dl. Customer stated that the replacement product is working to their satisfaction.

Event description:
Customer called and stated his meter was giving her extremely high results. The customer states they are not feeling well with symptoms of hypoglycemia - shaking, sweating, anxious and rapid deep respirations symptoms. The customer stated she went to her doctor her as she was concerned with the high readings. Accordingly the doctor she has been taking too much insulin based on the readings from the meter. The customer has not been able to test and stated her last reading was 399mg/dl which she states is too high and outside of her norm of 140-210 fasting. The customer performed a back to back previous to the call and report results of 399 and 320 mg/dl. The product is stored according to specification. The meter memory was reviewed: 455mg/dl (B)(6) 2016 12:00 pm fasting: yes, 256mg/dl (B)(6) 2016 12:00 pm fasting: yes; 281mg/dl (B)(6) 2016 12:00 pm fasting: no; 253mg/dl (B)(6) 2016 12:00 pm fasting: yes; 318mg/dl (B)(6) 2016 12:00 pm fasting: yes.